Event description:
It was reported through litigation process that, on (B)(6) 2021, a patient underwent port placement for immunotherapy delivery. Approximately two months and fourteen days later, on (B)(6) 2021, the patient was diagnosed with an unspecified infection and bacteremia. Subsequently, the port was removed on the same day. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.